Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had low oscillation frequency reading, the device was overheating, and the gear box bearing was broken apart. It was further determined that the device had insufficient/low power, the motor was worn, intermittent operation, the device was fractured and failed pretest for check oscillation frequency. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI ¿ (B)(4).

Event description:
It was reported that during service and evaluation, it was determined that the battery reciprocator device was getting very hot. It was further determined that the device failed pretest for check operation frequency. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.